Event description:
It was reported that during follow-up, high, out of range, hv lead impedance was observed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.